Manufacturer narrative:
The customer found the weld holding the knee support was cracked. In the instructions guide for (B)(4) it is stated: for trouble-free use, certain details should be checked each day the lift is used: " inspect the lift and check to make sure that there is no external damage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the mast to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a weld on the mast was cracked. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).